Manufacturer narrative:
Product complaint #(B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization to a cerebral aneurysm, a galaxy g3 mini 2mm x 6cm coil (glm920060, 30649237) was inserted, but failed to conform to the aneurysm wall. While attempting to retrieve it, the sheath part was torn off and could not be retrieved. The procedure was completed successfully with the competitor¿s coil. There was no negative impact to the patient. Additional information received indicated that there was no resistance at any time during the advancement of the coil through the unspecified microcatheter (mc). There was no neck remodeling utilized. The microcoil was not positioned at a relatively sharp angle to the microcatheter. It was not necessary to remove or replace the microcatheter. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30649237 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaints could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the events are related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) instructs the user to unsheathe a small length of the dpu to unlock the device, then to advance the embolic coil into the microcatheter until the hub connector of the dpu reaches the proximal end of the resheathing tool. This results in the placement of the embolic coil inside the microcatheter before continuing to unsheathe the device. If the device is unsheathed before advancing the embolic coil into the microcatheter, there is a risk that the embolic coil will be unsheathed and pass through the resheathing tool. This can cause damage to the embolic coil and can also cause it to protrude from the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a coil embolization to a cerebral aneurysm, a galaxy g3 mini 2mm x 6cm coil (glm920060, 30649237) was inserted, but failed to conform to the aneurysm wall. While attempting to retrieve it, the sheath part was torn off and could not be retrieved. The procedure was completed successfully with the competitor¿s coil. There was no negative impact to the patient. Additional information received indicated that there was no resistance at any time during the advancement of the coil through the unspecified microcatheter (mc). There was no neck remodeling utilized. The microcoil was not positioned at a relatively sharp angle to the microcatheter. It was not necessary to remove or replace the microcatheter.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). This information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.